Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high glucose level. The customer¿s blood glucose level was 484 mg/dl. The customer stated that the infusion set was leaking. The customer was advised to change the infusion set. The customer was also advised to return the set analysis. The insulin pump will not be returned for analysis.